Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced hypoglycemia with a reported glucose of 50, characterized by sudden overnight onset despite no pre-bed food intake, and contacted support to complete a full functional restart after conferring with a nurse about recurrent daytime lows; the user expressed intent to continue using the same supplies post-restart despite education to replace them. Symptoms included sweating and a feeling of desperation consistent with hypoglycemia. Outcomes included self-treatment with oral carbohydrate (honey) and return to target range without hospitalization. Investigation included guided troubleshooting and education on best practices following the restart. Investigation of this case revealed no device malfunction reported during the call, and the event cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.